Event description:
On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging that the onetouch ultra2 meter powers off during use. On october 20, 2010, this medical surveillance specialist obtained follow-up answers to clarify information obtained during the initial phone call. The patient's diabetes is managed with oral medication and self adjusting insulin. The power issue began on the morning of (B)(6) 2010. Although the patient had the power issue, he was still able to obtain his blood glucose reading on the subject meter. Before lunchtime at 12 pm, the patient reportedly obtained an inaccurate high reading of "291 mg/dl" on the subject meter. Based on the lfs meter reading, he increased his novolin insulin by 5 units. He ate his usual lunch at the time of concern. At 4 pm, the patient drove home and began to have symptoms of "shaky, weak, and dizzy." His symptoms abated after he administered self treatment with candy. The duration of his symptoms was 10 minutes. This complaint being reported because the patient allegedly developed symptoms that can be suggestive of hypoglycemia after he took insulin based on the lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).